Event description:
It was reported that this pacemaker triggered a safety mode alert. The pacemaker was recommended to be explanted but remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker triggered a safety mode alert. The pacemaker was recommended to be explanted. The field representative mentioned that they were not contacted about this patient, but they suspect the patient had a non-bsc pacemaker change at this time. No additional adverse patient effects were reported.